Event description:
Additional information was received from the physician¿s nurse and it was reported that there was no note of why the patient¿s pump was replaced. They did know the patient was experiencing utis (urinary tract infections), but the cause wasn¿t determined and they did not know if the intermittent therapy was related to the utis.

Event description:
It was reported that the patient¿s mother thought that he had had problems with his pump for years. Every week or two weeks she called the clinic and said that it was not working. The patient was more spastic; per the reporter, usually it was a uti or something else. There had been no pump volume discrepancies. The pump was delivering compounded baclofen. Additional information has been requested, but it was not available as of the date of this report. For subsequent events, see manufacturer¿s report # 3004209178-2013-10549.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).